Manufacturer narrative:
The reported event occurred on a cobas 6000 e601 analyzer (serial number: (B)(6)). The investigation determined that the anti-hcv g2 elecsys cobas e 100 assay performed within specifications. A review of calibration and quality control data for the relevant reagent lot confirmed that all results were within expected ranges. Initially reactive and repeatedly false reactive results are described in the assay's instructions for use (IFU) and are covered by the claimed specificity of 99.85%. No patient sample material was available for further investigation, which limited the ability to determine a definitive root cause. Repeatedly false reactive results may occur due to sample-specific interferences, as noted in the IFU.

Event description:
The initial reporter alleged a high frequency of initially and repeatedly reactive results with the anti-hcv g2 elecsys cobas e 100 assay on the cobas 6000 e601 module. Testing involved four different sample ids. Sample ID (B)(6) generated results of 31.69, 31.54, and 31.59 coi on the initial system and 36.2 coi on the cobas pure system. Sample ID (B)(6) generated results of 12.91, 12.64, and 12.83 coi. Sample ID (B)(6) generated a result of 3.23 coi. Sample ID (B)(6) generated results of 27.98 coi on the initial system and 33.7 coi on the cobas pure system. Additional testing was performed using an enzyme-linked immunosorbent assay (elisa) for all four samples, and all results were negative. One sample (ID (B)(6)) was also tested on an abbott platform, which yielded a negative result. The elisa results were released as the official results. Confirmation testing with immunoblot was not performed.